Event description:
It was reported that during an orthopedic procedure the device did not stay in the position. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device failed the weight test. The complaint was confirmed and the root cause has been determined to be a mechanical component failure of the dumbell joint. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.